Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited oversensing in the unipolar tip and bipolar configuration, but not in the unipolar ring configuration. The physician attempted to implant a new ventricular lead, but was unable to access the vein. Ventricular sensing was programmed to the unipolar ring configuration at 6.0 mv. It was noted that the patient was pacemaker dependent.